Event description:
It was reported that during a hand assisted colectomy procedure, the blue membrane tore. Nothing fell into the patient. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.